Event description:
As reported, a 5f pig 110cm 6sh super torque® marker band pigtail catheter broke into 2 pieces during an aorta type b dissection treatment procedure. Catheter was removed and the procedure was finished successfully. There were no reports of patient injury. The wire position had to be given up to salvage the catheter. The product was discarded and therefore will not be returned for evaluation. According to additional details provided, the device was not being used for a chronic total occlusion. There were no anomalies noted when the product was removed from the package. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). There was no difficulty experienced in prepping the device. The device was not inserted through a stopcock. The device was not resterilized.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f pig 110cm 6sh super torque® marker band pigtail catheter broke into 2 pieces during an aorta type b dissection treatment procedure. Catheter was removed and the procedure was finished successfully. There were no reports of patient injury. The wire position had to be given up to salvage the catheter. The product was discarded and therefore will not be returned for evaluation. According to additional details provided, the device was not being used for a chronic total occlusion. There were no anomalies noted when the product was removed from the package. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). There was no difficulty experienced in prepping the device. The device was not inserted through a stopcock. The device was not resterilized. The product was not returned for analysis. A product history record (phr) review of lot 18096498 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿catheter (body/shaft)- separated - in-patient¿ could not be confirmed. Entrapment of the catheter between other endovascular devices and the vessel wall, which leads to elongation of the body/shaft and subsequent material tensile overload may have been the contributing factor. Although not intended as a mitigation of risk, information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Avoid entrapment of the catheter between other endovascular devices and the vessel wall.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.